Event description:
A customer reported receiving a glucose result of 254 mg/dl on their freestyle blood glucose monitor, as compared to a glucose result of 160 mg/dl obtained on a unk brand of glucose monitor. The customer reported dosing with insulin based on the freestyle result, began shaking, jerking and felt lightheaded. Additionally, he reported experiencing a seizure, and approximately 45 minutes later, he woke up on the floor. He reported drinking grape juice in order to stabilize his glucose levels. There was no report of death or permanent disability associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.